Manufacturer narrative:
The product was not returned. A photo was provided of the lens in the eye. The optic rings are visible. No area of interest is indicated. A possible scratch can be observed on the upper right quadrant. It cannot be verified due to the quality of the photo. The haptics are not visible. The path of the possible mark cannot be determined. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The 27.0 diopter lens is only qualified for use in the company (b) or (c) cartridge. The reported damage could not be verified. The root cause for the reported damage could not be determined. The product was no returned for evaluation. A photo was provided of the lens in the eye. No area of interest is indicated. A possible scratch can be observed on the upper right quadrant. It cannot be verified due to the quality of the photo. The haptics are not visible. The path of the possible mark cannot be determined. It is unknown if qualified products were used. The 27.0 lens diopter is only qualified for use in the company (b) or (c) cartridge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an intraocular lens (iol) had marks on it. Patient impact and timing is currently unknown. Additional information was requested.